Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint and a valid lot or serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a precision reading issue with the adc meter. The customer reported that due to the "readings [being] all over the place", they experienced symptoms described as frequent urination, dizziness, and fatigue. It is unknown if the results in question were taken within 10 minutes. The customer self-treated with metformin, and had contact with a healthcare professional who treated customer with insulin via IV (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a precision reading issue with the adc meter. The customer reported that due to the "readings [being] all over the place", they experienced symptoms described as frequent urination, dizziness, and fatigue. It is unknown if the results in question were taken within 10 minutes. The customer self-treated with metformin, and had contact with a healthcare professional who treated customer with insulin via IV (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.